Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues in the stations. A technical support specialist dialed into the stations and verified that they were communicating with the server with no upload or download errors. The customer confirmed that the issue had already been resolved. The system functioned as intended when the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications that had already been administered were incorrectly populating as due. The customer stated that following a downtime event three days prior, multiple medications administered across several patients and stations during the downtime were now appearing as not given and due for administration. No specific patient or medication could be identified, as the impact involved multiple medications and patients across multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.